Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed several tests when pressing the information button on the device that the service led indicated. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available in this report a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the red service led on the power module device led flashed up. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.